Event description:
Device was returned due to flow rate changing automatically. The pump was programmed at 1.2 cc neosynepse 20 mcg. The pump was unplugged and taken to a different unit. When the pump was unplugged, there was an alarm. The pump was taken to a different unit. When it was plugged in, the screen went blank when turned on. Once the facility got the pump working, the rate had reportedly changed to 20 cc neosynepse 333 mcg. A pt was involved with the use of the pump, but no injury was reported.

Manufacturer narrative:
Device eval results will be provided when eval is completed.